Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a device replacement procedure, this left ventricular (lv) lead had insulation damage. There were also high pacing threshold measurements of 6.0 volts at 1.0 ms. It was suspected that the lead was damaged during the process of freeing it in the pocket. The lead was surgically abandoned and a new lv lead was implanted. No adverse patient effects were reported.